Manufacturer narrative:
The complaint lens, doctors contact information and additional medical information have been requested but not received. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A consumer reported that while skiing, they attempted to remove a lens from their right eye multiple times but were unable to. After experiencing pain, the consumer visited an eye clinic on an unknown day. No lens material was found in the eye; however, slight bleeding was observed. The clinic performed an eye wash and recommend that the consumer follow up with their eye doctor. The consumer was seen the next day by the eye doctor and was diagnosed with a corneal injury. The consumer reported that a corneal suture surgery was performed the day after the diagnosis. The consumer did not require hospitalization and at their follow up appointment the doctor observed they were 90% recovered. The consumer was cleared to play sports at the time of this visit, however there was some bleeding in the center of the right eye. The consumer was prescribed levofloxacin opthalmic solution, hyalonsan ophthalmic solution, flumetholon ophthalmic suspension and ofloxin ophthalmic. They were instructed to return for a follow up appointment. Doctors contact information and additional medical information was requested but has not been received.

Manufacturer narrative:
Product has been requested but not received. A review of the device lot history was completed, and it was determined that there were no recorded irregularities within the lot. The review of the manufacturing records concludes that the product was manufactured, packaged and released according to global and plant product specifications. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Additional information was obtained from the consumer. They were not able to confirm the date they first visited the eye clinic after the event, however they followed up with their eye doctor on (B)(6), 2019 and the surgery was performed on (B)(6) to repair a torn conjunctiva. The consumer relayed that the treating doctor did not believe this was related to the contact lens. The consumer was treated from (B)(6) to (B)(6). Contact information was requested for the treating doctors, however the consumer did not wish to provide. It is unknown at this time if the consumer has recovered.

Manufacturer narrative:
Additional information was received from the consumer. The consumer has discarded the lens and is not willing to provide any additional information in regards to the event. Based on all available information, no causal factors can be determined and no conclusion can be drawn.